Manufacturer narrative:
G4: 18jan2020. B4: 19jan2021. D10: returned to manufacturer on: 26oct2020. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4:18jan2020. B4:19jan2021. The manufacturer's field service engineer (fse) was dispatched to the site to evaluate the unit and confirmed the reported problem. The fse replaced the da (data acquisition) board. The ventilator passed all testing and operated within the manufacturing specifications. Failure analysis on the returned data acquisition assembly shows that the da board was tested, and no failures were identified. Failure investigation could not replicate problem. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 11sep2020.

Event description:
The customer called into technical support (ts) reporting that the device is displaying proximal pressure sensor auto zero failed. The customer reported there was no patient involvement at the time the issue was discovered.

Manufacturer narrative:
G4:18jan2021; b4:27jan2021. H11: the original reported of proximal pressure sensor auto zero failure was captured under MFR. Report #:2031642-2020-02820. The field service engineer (fse) reported that the data acquisition (da) board was being replaced for the original failure but the first board that was installed was defective out of the box (defoa). This record captures the defoa component and is not a reportable event as a defoa component is unlikely to cause or contribute to patient or user harm, serious injury or death. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.